Manufacturer narrative:
Zoll has not received autopulse lifeband for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During a patient call, the autopulse lifeband (lot# unknown) did not retract to size the patient, and hinged belt guards failed to secure it to the autopulse platform (sn (B)(6). The area on the back of the platform, where the lifeband is attached, was observed to have physical damage and the lifeband could not snap securely to the autopulse platform. In addition, the lifeband twisted during the sizing of the patient. The platform worked for two minutes; however, it stopped without displaying any error messages. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse lifeband (lot# 184028) hinged belt guards failed to secure it to the autopulse platform was confirmed during a visual inspection of the returned lifeband. Both of the hinged belt guards (skirts) were noted to be broken. This issue prevented the hinged belt guards from being snapped in place, confirming the reported complaint. The observed damage appeared to be an isolated instance of excessive force applied to the hinged belt guards during the placement of the lifeband. The customer reported issue of the lifeband being twisted during the sizing of the patient was not confirmed during the visual inspection and functional testing. Functional testing of the returned lifeband was performed using a known good autopulse platform. The lifeband could be installed except for the hinged belt guards, which did not click into place, thus confirming the reported complaint. However, the observed damages do not affect the functionality of the lifeband, and the lifeband was able to perform compressions using the manikin without issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the lifeband lot number 184028. Additional information: b5- describe event or problem, d4- lifeband lot#. Correction: h6- health effect - clinical code and impact code.

Event description:
During a patient call, the autopulse lifeband (lot# 184028) did not retract to size the patient, and hinged belt guards failed to secure it to the autopulse platform sn (B)(6). The area on the back of the platform, where the lifeband is attached, was observed to have physical damage and the lifeband could not snap securely to the autopulse platform. In addition, the lifeband twisted during the sizing of the patient. The platform worked for two minutes, however, it stopped without displaying any error messages. The crew switched to manual CPR. There were no consequences or impacts on the patient.